Manufacturer narrative:
The user facility declined to provide information regarding the injury the employee sustained. A steris service technician arrived onsite to inspect the scs conveyor system. During test cycles the technician found that the pneumatic cylinder was not contacting the manifold to ensure proper removal from the washer after a completed washing cycle. The technician observed that the scs conveyor system was not at the proper height to align with the washer. This was causing the brackets to become bent subsequently causing the pneumatic feed out cylinder of the conveyor to not latch properly to the manifolds. The technician adjusted the height of the scs conveyor system to align properly to the washer, ran test cycle and confirmed the washer and scs conveyor system to be operating properly. The operator manual states (pp. 4-1), "keep hands away from any moving part or racks. Racks, rollers and pneumatic cylinders can start in motion at any time during operation." No additional issues have been reported.

Event description:
The user facility reported that after a completed washing cycle the scs conveyor system did not operate properly. The scs conveyor system did not remove the manifold from the washer and as another manifold was in the process of loading into the washer an employee had to intervene to ensure the two manifolds did not make contact. In this process the employee obtained an injury.